Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the insulin pump and passed. Insulin pump had minor scratched display window, scratched case, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported a motor error alarm on insulin pump. The blood glucose reading was unk. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion cane be drawn at this time.